Event description:
Sorin group received a report that minutes before going off bypass, an error message displayed on the s5 control panel. The s5 mast roller pump stopped. The perfusionist hand cranked the pump to maintain flow until the end of the case. The pump was then power cycled and the error message cleared. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that minutes before going off bypass, an error message displayed on the s5 control panel. The s5 mast roller pump stopped. The perfusionist hand cranked the pump to maintain flow until the end of the case. The pump was then power cycled and the error message cleared. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.